Event description:
During electrotomy for endometrial polyps under hysteroscopy, the half loop at the distal end of the resection electrode fell down into the patient's body. The doctor searched for the missing half loop and retrieved it through unspecified medical intervention. The high-frequency resection electrode was replaced with a new high-frequency resection electrode. The procedure was ultimately completed successfully.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.